Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 491-591 mg/dl, small ketones, thirst and fatigue. Reportedly, the customer used supplies beyond labeling. A correction bolus and manual injection were delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.